Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer also reported air bubbles in both, the reservoir and the infusion set and allegued that the insulin pump was under delivering. The event involved product(s) mmt-1880l, mmt-332a and mmt-397a. Troubleshooting was performed for the high blood glucose event and found that the hyperglycemia was treated with insulin pen and injection. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature was not active at the time of event. Troubleshooting was also partially performed for the air bubbles issue and found the customer had a plunger. Confirmed used room temperature insulin. No further patient complications were reported. The product(s) mmt-1884, mmt-332a and mmt-397a will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.